Event description:
When monitor put in "3 minutes alarm suspend", it would stay there for as long as 20 minutes before it would reset itself and count down again. This has happened several times. G.e. Acknowledged the problem and is addressed in the next software version. (3b).